Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the pump¿s black box showed that, due to continuous use of the pump, the data and histories for the event have been overwritten. The available total daily dose records (tdd) correctly reflected the user¿s programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within the required range. The complaint of an inaccurate delivery issue was not duplicated during investigation due to the pump data being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that a bolus delivered by the patient that morning was not showing in the pump history. The patient indicated having a blood glucose (bg) value of 325mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.